Event description:
Customer's mother reported that her daughter was hospitalized for dehydration and dka. Troubleshooting was performed and pump programming and function appeared to be normal.

Manufacturer narrative:
Unit passed the seat, rewind, basic occlusion test and occlusion test. Unit alarmed bolus stopped during e21 error test due to faulty battery tube.